Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
It was reported that it was impossible to open the wings: the surgeon forced and heard a crack in the device. The device was removed. Manual sutures were used. There was no debris in the patient's stomach. There were no clinical consequences.

Manufacturer narrative:
(B)(4). A review of the ncr log and DHR revealed there were no issues with manufacturing that would have contributed to this error. An investigation into the returned efx001 fascial closure device was conducted. There was no suture passer returned so no investigation was performed on it. The silicone catch was successfully pierced on one side. The opposite side showed no signs of the suture passer ever being engaged in or around the silicone catch. The failure mode is a broken driver. This was caused by excessive force being applied by the doctor.

Event description:
It was reported that it was impossible to open the wings: the surgeon forced and heard a crack in the device. The device was removed. Manual sutures were used. There was no debris in the patient's stomach. There were no clinical consequences.